Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk was reformatted. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that after a procedure stored data which could be reviewed real time was not retrievable. There was no adverse pt involvement reported.